Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the consumer, reported they had issues regarding the new rechargeable implant. After speaking with the patient, the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator. The reason for call was that the caller reports that it is taking 2 hours to charge the patient's implant since implant. The caller reports speaking with medtronic representative (rep) earlier today and was directed to patient services (ps). The caller was told by rep that there is a new recharger that takes 30 minutes to recharge and wanted to inquire about it. Upon further discussion, it was determined that the patient already has a wireless recharger. The caller is not with the patient or with the equipment. The caller reviews that the patient charges often and never goes below 50%. Ps reviewed the potential of pulling recharge stats from the recharger at the next appointment to try and analyze the issue. No patient symptoms or further complications were reported as a result of this event.